Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm the motor error alarm. The device had cracked reservoir window, scratched screen, and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 36mg/dl. The mother stated that the insulin pump was not functioning properly and alarmed motor error multiple times during the rewind/prim process. The caller also mentioned that the device is cracked around the battery compartment. Advised the mother that the insulin pump would be replaced. No further information was provided.